Event description:
White dots observed on swabs, which have not been noticed previously. Not sure if this is a defect/bacterial growth. Pulled other new packages out of stock and some have white spots, some do not. Lot# pulled from stock.